Manufacturer narrative:
G4: 12feb2020 .b4: (B)(6)2020. Power management board was returned to the manufacturer for the failure investigation(fi). Fi was unable to replicate failure. Cycle testing did not replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05nov2019.

Event description:
The philips field service engineer (fse) identified during preventive maintenance a lighting defect was occurring in the green power on/off led. The fse confirmed the reported failure. The fse also found cracks on the front left of the top cover on the backside. The power switch overlay has been replaced along with the top cover. Additionally, the fse identified that the device would not operate on backup battery. To resolve this, the fse replaced the power management printed circuit board assembly. No other abnormality was confirmed.